Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a wound infection at the catheter insertion site. The entire system was explanted. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. Additional information was received that a culture was taken. More specifically, a cerebrospinal fluid (csf) sample was taken via the catheter access port, and another sample was taken from the catheter incision site. The results of the culture were unknown. The infection occurred at the incision made to insert the catheter. It was unknown how the patient was doing.

Event description:
It was reported that the patient developed a wound infection at the catheter insertion site. The entire system was explanted. The patient status was reported as ¿alive-no injury.¿ the device system was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).